Event description:
It was reported that the insulin pump had physical damage. Customer stated that there were cracks around the display window. No further information provided.

Manufacturer narrative:
Insulin pump received with bleeding and cracked liquid crystal display glass. Insulin pump received with minor scratched display window. Insulin pump received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.